Event description:
Asr revision; asr system unknown - hip unknown; reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. The original submission date was (B)(6), however, the FDA failed during this window and we were waiting approval to re-submit.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr system unknown - hip unknown. Reason(s) for revision: unknown. Update received: 29th november 2013 - added side hip: left, added product type: asr resurfacing system and added products: both. Update rec'd 15 jan 2014 - implant date, date of revision, reason for revision (metallosis), hospital, surgeon and form 57. Update - marked as legal, added kid number, filed in mw fields. Taken from (B)(6) email dated 1st august 2014.